Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was also noted that the distal conductor had blood/body fluid (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was melted, the lobe was distorted/bent, there was blood in/on the lobe mechanism, and there was apparent explant damage.

Event description:
Infection was reported and identified as (B)(6). The system was removed. However, the physician was unable to undeploy on the left ventricular lead. No further patient complications have been reported as a result of this event.